Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) had a history of oversensing noise through the associated defibrillation lead. The patient received inappropriate therapy as a result of this oversensing. Lead impedance measurements increased to out-of-range and the device could no longer pace the right ventricle. A chest x-ray (cxr) was unremarkable for any gross abnormalities. Noise was reproducable during clinical maneuvers. The physician elected to explant and replace the device and lead. During replacement, a lead fracture was visualized near the yoke during replacement. The lead was disgarded and the device was returned for laboratory evalutation.